Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient was in for an MRI. It was reported that the patient told them that the device had not worked in years, and they think the leads are no longer connected to the device. It was later stated that the patient¿s husband had the remote and could turn it off. There were no patient complications reported as a result of this event.